Event description:
The facility reports that two caregivers were transferring the pt from the bed to the wheelchair. After transferring approximately three feet, the right leg of the sling detached ad the pt fell to the floor. The pt sustained a sore right shoulder and ribe and was examined by a medical practitioner.